Manufacturer narrative:
This complaint has been recorded under (B)(4). Once investigation is completed a final/supplemental report will be submitted.

Event description:
It was reported that the item was sent in for pm and it was found during kit inspection that the device operated at a lower speed. No harm or delay were reported. No other adverse events were reported along with this event.

Manufacturer narrative:
This complaint has been recorded under (B)(4). Review of the most recent repair record determined the device would not power on and motor was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusion or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information.